Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 468 mg/dl at the time of incident. Customer report the air bubbles were present in tubing and approximate size of air bubbles was half an inch and an inch. Customer report belt clip was broken. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and bolus. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.